Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 400 mg/dl, 32 mg/dl, 48 mg/dl, 44 mg/dl. The customer was treated with shot. The customer declined troubleshooting for high blood glucose and low blood glucose. Customer stated that reservoir was not able to lock in place. Customer stated that top reservoir compartment was damaged. Customer's other blood glucose was 300 mg/dl. Customer was taken dexcom not emergency room. Customer was not in auto mode. The insulin pump will not be returned for analysis.